Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's doctor reported via phone call, the customer was hospitalized on (B)(6) 2017 for high blood glucose 22.5. Customer's doctor stated the high blood glucose was due to the insulin pump not functioning. Customer's doctor declined to give further information. The customer then reported then reported he had woken up with blood glucose of 19 mg/dl. He then continued to bolus through out the day and blood glucose wouldn't go down. Then he started to treat with manual injections that were expired. Customer then stated the device was function but is unsure of the device. Troubleshooting on the insulin pump was not performed. The customer is returning the device for analysis.